Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a battery life issue. It was reported that after replacing the battery, the pump continued to emit replace battery alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/14/2014 with the following findings: during investigation, a review of the black box showed dates from (B)(6) 2014 to (B)(6) 2014. No warnings or alarms related to complaint were observed in black box, however, multiple low battery warnings and one replace battery alarm observed in alarm history. The pump powered on normally with the returned battery cap. The battery cap had damaged threads and the cap was unable to fully tighten to the pump. There was evidence of moisture contamination observed on underside of battery cap. The battery compartment was found to be intact. A power loss was not duplicated. During testing, the pump¿s current draws were found to be within specifications. No leaks were observed during a leak test. The pump case was removed and no evidence of additional moisture or loose components inside pump. The battery life issue was observed in the history but was not able to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.